Event description:
A customer reported poor cutting performance during a procedure. There was no pt harm reported. Additional info has been requested.

Manufacturer narrative:
A sample is expected to return for in-house evaluation. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to manufacturer's acceptance criteria. The root cause is unk at this time. (B)(4).